Manufacturer narrative:
The device has not yet been returned to edwards for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 25mm 8300ab aortic valve was explanted after an implant duration of approximately three (3) years due to moderate paravalvular leak (pvl). The patient was asymptomatic, and mild heart failure was observed in the clinical data. The explanted valve was replaced with a 25mm 11500aj valve with no patient adverse events reported. The patient outcome was reported as recovered. Per the reported information, at the device implant, shiose stitch technique a method using three equidistant guiding sutures placed on the annulus - was attempted to treat pvl. The pvl was identified during outpatient follow-up; however, the surgeon did not provide any details regarding its course of progression. The surgeon commented that sub-annular calcification may have contributed to the event, and that although the pvl was moderate, it was detected three years after the device implantation and was considered likely to progress further, which led to the decision of reoperation at this stage.

Manufacturer narrative:
H11. Additional narrative updated b5, h3, and h6. H3: product evaluation. Customer report of paravalvular leak was unable to be confirmed. As received, all three leaflets had cuts of approximately 10mm x 4mm on leaflet 1, 9mm x 5mm on leaflet 2, and 10mm x 6mm on leaflet 3. The cuts had a smooth and straight edge; cut out leaflet fragments were not returned. X-ray demonstrated frame was expanded, but the frame of the valve was deformed and pushed inward around commissure 2 and 3.

Event description:
During the device explant, the leaflets were removed to secure the surgical field, and the stent post was pushed inward while inspecting the ventricular side of the valve interior. The excised leaflet was analyzed at the hospital for evaluation.

Manufacturer narrative:
H11. Additional narrative. Updated h6. Per technical summary regurgitation is considered to be a paravalvular leak if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Late paravalvular regurgitation most commonly occurs in the setting of infective endocarditis-related abscess formation which predisposes to suture dehiscence or the gradual resorption of partially debrided annular calcifications. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Distortion and leaflet damage on the returned device are most likely caused during explant, and assessment of frame expansion is not possible due to the condition of the device. A DHR review was performed, and no related manufacturing nonconformances were identified. The most likely cause is patient factors, including degeneration of the annulus may have contributed to the event.

Event description:
It was reported that a 25mm 8300ab aortic valve was explanted after an implant duration of three (3) years and one (1) month due to moderate paravalvular leak (pvl). The patient was asymptomatic, and mild heart failure was observed in the clinical data. The explanted valve was replaced with a 25mm 11500aj valve with no patient adverse events reported. The patients outcome was reported as recovered. Per the reported information, at the device implant, shiose stitch technique - a method using three equidistant guiding sutures placed on the annulus - was attempted to treat pvl. The pvl was identified during outpatient follow-up; however, the surgeon did not provide any details regarding its course of progression. The surgeon commented that degeneration of the annulus may have contributed to the event, and that although the condition of the annular degeneration suggested a possible infection, the patient had no history of infection. The surgeon also commented that the degree of the pvl was moderate, but it was detected three years after the device implantation and was considered likely to progress further, which led to the decision of reoperation at this stage.

Manufacturer narrative:
H11. Additional narrative. Updated a1, a2, a3, b5, d4, and d6.

Manufacturer narrative:
Corrected data: the event alert date/initial aware date has been corrected from 01-jul-2025 to 02-jul-2025 due to an input error.